Manufacturer narrative:
(B)(4). Date sent: 10/03/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
Pc-(B)(4). Date sent: 07/22/2019. The DHR for lot 16715 was reviewed. No ncs, reworks, or defects were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the implant date? On (B)(6) 2018. What is the lot number for the lxmc13? 16715. When did the bloating, diarrhea and nausea begin (before implant or after)? Post implant. Was there any associated vomiting, regurgitation, or difficulty swallowing? No. Did the patient received any treatment? If yes, what treatment was provided and what were the results? Questran no help. Did the patient follow post-op dietary instructions? Yes, assumed, although note patient has no teeth. Does the surgeon believe the nausea, bloating and diarrhea is associated with the linx device? No, not necessarily¿patient with depression, anxiety.

Event description:
It was reported that a linx, lxmc13, removal took place during an unknown procedure due to bloat, diarrhea and nausea. There were no gerd symptoms.